Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the guidewire insertion procedure, the guidewire was knotted. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a knotted guidewire is confirmed and was determined to be use related. One segment of the distal end of a 0.018 in. Guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal end of the segment was observed to be knotted and the proximal end of the coiled wire was observed to be unraveled and broken. The proximal end of the core wire was also observed to be broken, and the weld tip of the guidewire was observed to be present and intact. A microscopic observation revealed the coils of the section of the guidewire that was knotted were disjointed. The coiled wire was observed to begin to unravel at the proximal end of the knot suggesting tensile (pulling) force was applied to the guidewire after the knot was formed. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance. The product IFU states: ¿do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the guidewire insertion procedure, the guidewire was knotted. There was no reported patient injury. No other information was provided.